Event description:
It was reported, the device was observed to be in back up mode following an MRI. The device was not programmed in to MRI mode prior to the patient undergoing the MRI, as the device was not MRI conditional. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.